Event description:
It was reported that after the ureteral stent was opened, it was found that the pig tail was broken .

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿ suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. ¿ avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. ¿ ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. * ¿ with any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. ¿ care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. ¿ the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the ureteral stent was opened, it was found that the pig tail was broken.